Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to use a backup insulin pump while awaiting a replacement, which was sent and included updated software. Instructions were provided for returning the malfunctioning pump, and the customer acknowledged and understood the necessary steps.